Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant the right ventricular lead exhibited loss of capture and loss of sensing. The lead was repositioned. No patient symptoms were reported. No additional information could be obtained.